Manufacturer narrative:
(B)(6) 2022 update lead explanted (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise showing up on iegms. This is noted on home monitoring recordings as well and short intervals noted on graphs in history. Rv lead monitoring episode showed noise on (B)(6) 2021. Vf detection with aborted shock (B)(6) 2021. Representative was not able to recreate noise in office today. The lead currently remains implanted. The physician will be consulted.